Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The concomitant products: carto 3 (r10016), stockert (s/n: (B)(4)); cool flow pump (s/n: (B)(4)); cs catheter (f5adp282ct, lot unknown); acunav catheter (r101358936, lot# unknown). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped and a steam pop was heard. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 260ml of fluid were drained from the patient¿s body. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a (B)(6), male patient suffered a steam pop and blood pressure dropped followed by pericardial effusion. A pericardiocentesis was performed and 260ml of fluid were drained from the patient¿s body. The patient was reported to be in stable condition. The cause of the steam pop was not determined. No hospitalization was required. A transseptal puncture was performed before adverse event was occurred.